Event description:
It was reported that the lead had impedance rise over time. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid (not obstructed), was melted, and had cosmetic environmental stress cracking. The outer tubing was kinked/buckled and had cosmetic environmental stress cracking breach/breach (non-electrical). The exposed defibrillation coil and ring electrode had a white substance. The outer insulation had a cosmetic depression. The helix was distorted/bent. There was blood in/on the helix mechanism. Visual analysis noted the lead had apparent explant damage.